Manufacturer narrative:
Nothing is being returned, which precludes conducting a physical analysis. Also, no lot number has been supplied, which precludes conducting a batch record review to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. The company representative, who was present at the case, states that the surgeon may have over penetrated the meniscus while attempting to deploy the fastener device, a technique issue which may have been the contributor to the issue; outside of this consideration we cannot discern a root or underlying cause. At this point in time no further action is warranted, however, this file will remain receptive to any potential future information received that is relative, germane and clarifying to this issue. Also, mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
Our rep. Is reporting to us that during an arthroscopic meniscal repair with the use of 9 various degree omnispans for fastening, 2 of the nine devices; a 0 degree and a 12 degree needle, had the silicone retention tubing come off of the inserter needle and into the patient&apos;s joint space, possibly due to over-penetration. The surgeon was able to retrieve both of the silicone tubing, and the procedure was concluded successfully without further issue or harm to the patient. Complaint devices discarded at user facility. Also see associated MDR 1221934-2011-00236.

Manufacturer narrative:
Mitek is at this point in time in the information gathering mode. When all that can be had, is had and thoroughly investigated and evaluated, those results will be the subject matter in a follow-up report.